Event description:
Customer reports a fiber leak on reuse number 26 noted at the onset of treatment noted by visible blood in the dialysate lines, a blood leak alarm and confirmed with hemastix. Estimated blood loss was 250 cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.